Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -12.0/3.5/81 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a shorter length lens due to excessive vaulting. This resolved the problem. The cause of the event was reported as unknown.